Event description:
Return reason: malfunction, measured temperature 27 degrees c instead of 37 degrees c. Analysis determined: investigation found that the thermistor wire became detached from wire leads within the thermistor casing causing an unstable reading. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Corrective action taken: no corrective action is necessary at this time because each thermistor is 100% visually inspected and 100% continuity tested along with temperature reading verifications within a constant 37 degrees c water bath. Inspection processes have been updated and are continually being evaluated for improvements. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.